Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a protective sheath on the mcs was damaged, an investigation was completed. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the product complaint was confirmed. The monopolar curved scissors instrument was analyzed and found to have tube extension scratch marks/abrasions. The instrument's tube extension exhibited signs of scratch marks/abrasion tube extension scratch marks measured roughly 0.036¿ x 0.077¿. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.040¿ - 0.170 in length and were not aligned with the tube axis.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the protective sheath (tip cover assembly) of the monopolar curved scissors instrument was damaged (orange traces are visible on the grey sheath and grey traces are present on the black handle). The device was not used on a patient. The procedure was completed with no reported injury. Technical ibode confirms that the marks were observed on parts 1 and 2.the damage to the device was discovered when it was opened, so it was not used during the procedure. The device was sent to the supplier.